Event description:
During a makoplasty partial knee arthroplasty case, software freeze occurred. Attempts at troubleshooting included a hard system reboot, but was unsuccessful. The surgeon determined that the proper course of action was to end the case and reschedule the procedure for another time.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated at mako surgical. A mako field service engineer (fse) evaluated the rio system, and confirmed that the system would not boot up. The fse replaced the computer in the guidance module, and tested the system with passing results. A full preventive maintenance procedure was also performed, with no issues found. The system was released for clinical use. The patient's case was rescheduled for the following week with no reported issues.